Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the atrial lead had noise. The noise was confirmed to be electromagnetic interference. No intervention was performed. The patient was stable throughout the event.